Event description:
Additional information was received from the hcp on 2019-feb-22. It was reported that the cause of the granuloma was ¿multiple pain meds ¿ outside doc cocktail.¿ there were no further complications reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding the patient¿s implantable drug infusion device. The drugs being delivered were clonidine, bupivacaine, baclofen (unknown), and dilaudid (hydromorphone), all with unknown doses and concentrations. The reason for use was non-malignant pain and post lumbar laminectomy syndrome. It was reported that when the patient got the second granuloma, her pain was ¿so much worse." The pump was then taken out, and "they didn¿t try to change the medication or anything.¿ it was confirmed the pump was taken out on (B)(6) 2016. This granuloma occurred because a "doctor put too much medication in, at too high of a rate.¿ the patient stated that she is ¿probably going to have another pump put back in soon.¿ there were no further complications reported/anticipated.